Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record identified the following related repair: the cylinders were not reading the fluid levels correctly and drain was cleared. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Drain issue failure can result from regular use or through use error. A drain issue can result in the unit populating drain errors or causing it to drain slowly and become unable to process fluid, potentially resulting in the unit overflowing and leaking. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery, the unit was not reading fluid levels correctly on both cylinders. There was no patient involvement. Due diligence is complete, no further information is available.